Manufacturer narrative:
MDR 3003442380-2024-03863 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that on (B)(6) 2024 the patient faced 5 infusion set was fell off duing use.. The blood glucose level goes upto 54-500 mg/dl. The infusion set long for all cannulas was less then 24 hours. No further information available.